Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) in april or (B)(6) 2025, for vomiting, frequent urination, and hyperglycemia. Blood glucose values were reported to have reached approximately 500 mg/dl. Once at the ER they removed the pod from the insertion site (arm) and found the pod site to be red. The patient was diagnosed with infection at the pod site and admitted to the hospital. The patient was unable to provide details regarding the treatment received during hospitalization but reported receiving several intravenous (IV) medications, which may have included antibiotic treatment, and confirmed that blood glucose levels were stabilized. The patient was discharged between 3 to 5 days later; the patient could not remember the exact date or time.